Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, discomfort, and inflammation. Update 1/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and suffering, decreased range of motion, decreased mobility, constant pain, and increased chances of more revisions and problems. Medical records and revision surgical report noted the patient is bilateral srom hips with infection. The lab results for metal ions were less than 7 parts per billion. Right hip will be reported on (B)(4). Infection is 4 years status post primary surgery so components will not be reported for infection. The patient had I&d on (B)(6) 2014 of left hip with 350-400ml of gross purlunce removed after an aspiration on (B)(6) 2014 revealed 80ml of purulent drainage. Revision surgical report also noted the acetabular cup to be loose. The patient had resection of components and placement of antibiotic beads and cemement. The patient was re-implanted in (B)(6) 2015 with depuy components. Cup and screw added for loosening, sleeve added but not reported for infection, and part/lot updated. The complaint was updated on: feb 5, 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).